Event description:
Customer alleged the lancet needle that is part of the softclix lancing system used in finger-stick blood glucose testing would not retract after use and could be seen protruding outside the dial cap. No reported actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Based on the domestic manufactures evaluation of the returned product, they were "unable to test due to significant damage to device. Device is broken into multiple pieces, internal plastic components are no longer intact."